Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of (60 mg/dl). The customer ate a snack to stabilize bg level. Reportedly, the customer had overcorrected for a bedtime snack and caused the low bg level.